Manufacturer narrative:
The reported event of signal artifact/noise was not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's atrial lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.